Manufacturer narrative:
The device had been checked by a service engineer in follow-up of the event. The device exhibited no malfunction during these tests. The log file analysis revealed that the particular ventilation episode was disturbed already for more than ten days before the event occurred. The signature of alarms points to a large leakage outside the ventilator in the patient circuit. The ventilator has applied a higher flow for compensation and posted corresponding alarms which is the specified behavior in such situations. Disconnection of the patient at the time of event was recognized and alarmed as well. No indication for a potential device malfunction was found in the logs. Repeated attempts to obtain additional information from the user remained unsuccessful. It could not be determined if the patient died because of clinical reasons or as a consequence of the impaired ventilation.

Event description:
The customer reported that the patient became disconnected from the ventilator and the patient expired. Customer has not alleged device malfunction.